Manufacturer narrative:
Mml reference # (B)(4). Other: infection. Mainstay medical received information that the infection had not resolved despite the continued use of oral antibiotics and regular wound management with the nurse. The device was explanted. All devices were removed and intact. This event was reported under the manufacturing report number 3013017877-2024-00036.

Event description:
It was reported that the patient developed seroma and, subsequently, infection approximately four months after the implant. The patient underwent a wound washout procedure. The implantable pulse generator (ipg) was removed, soaked in betadine, cleaned with water, and reconnected to leads. The lead terminals were also cleaned with betadine and water. There was no report of impedance and twitch testing issues after the procedure. Reportedly, culture was taken, and the infection was confirmed. However, the type of infection was not provided to mainstay medical. It was reported that the patient had poor healing since the implant procedure. The patient was treated with oral antibiotics before and after the procedure. There was no report of patient harm or injury. The device remains implanted and functional.

Event description:
It was reported that the patient developed seroma and, subsequently, infection approximately four months after the implant. The patient underwent a wound washout procedure. The implantable pulse generator (ipg) was removed, soaked in betadine, cleaned with water, and reconnected to leads. The lead terminals were also cleaned with betadine and water. There was no report of impedance and twitch testing issues after the procedure. Reportedly, culture was taken, and the infection was confirmed. However, the type of infection was not provided to mainstay medical. It was reported that the patient had poor healing since the implant procedure. The patient was treated with oral antibiotics before and after the procedure. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml reference # (B)(4). B2 other: infection.

Manufacturer narrative:
Mml reference # (B)(4). B2 other: infection. Mainstay medical received information that the infection had not resolved despite the continued use of oral antibiotics and regular wound management with the nurse. The device was explanted. All devices were removed and intact. This event was reported under the manufacturing report number 3013017877-2024-00036. Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial numbers: (B)(6). The device was received for evaluation. The implantable pulse generator (ipg) passed the functional test. The lead assemblies were cut into two segments- no functional testing can be performed. A visual inspection of the ipg and lead, including a review of the device manufacturing record, was performed. No non-conformances were found that could have contributed to the alleged infection. (B)(4).

Event description:
It was reported that the patient developed seroma and, subsequently, infection approximately four months after the implant. The patient underwent a wound washout procedure. The implantable pulse generator (ipg) was removed, soaked in betadine, cleaned with water, and reconnected to leads. The lead terminals were also cleaned with betadine and water. There was no report of impedance and twitch testing issues after the procedure. Reportedly, culture was taken, and the infection was confirmed. However, the type of infection was not provided to mainstay medical. It was reported that the patient had poor healing since the implant procedure. The patient was treated with oral antibiotics before and after the procedure. There was no report of patient harm or injury.